Event description:
Dealer reported that the wheel lock on a trhd22fr transport chair became stuck, when the end user attempted to force it loose, the end user fractured her finger. Medical intervention sought.